Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the initial inflation at 24 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.